Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl, but the customer's insulin pump reads 600 mg/dl. The customer stated that there were no leaks from the insulin pump. The customer by passed the bent cannula troubleshooting. The customer stated that they had oral surgery and had lower back pain. The customer was not hospitalized and did not return the product back for analysis.